Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one true ptv outer packaging box and one true ptv device were returned for evaluation. The outer packaging box was opened and no inner packaging was returned. No sealed packaging was provided. The outer packaging box labeling matched the information reported in trackwise, and specified a 24 mm balloon. The device returned in the open packaging box had a 22 mm balloon specification printed on the hub. The returned sample was returned to the manufacturing facility and the product was measured and met the specifications matching the 22 mm balloon specification printed on the hub. Although the returned device did not match the specifications of the returned labeling, the investigation is inconclusive for the reported product mix up. Per the reported events, the customer purchases both 24mm and 22mm products. Sales information was requested but unable to be obtained as the product was purchased through a distributor. The product was received in an open outer packaging box with no inner packaging returned. Therefore, the investigation is inconclusive as no evidence was found to confirm the product in the sealed packaging was incorrect. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states: precautions: 1. Carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 2. The product labeling contained valid information given for the lot number and product catalog number, but did not match the product inside the packaging box. H10: d4 (expiration date: 02/2026), g3 . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a valvuloplasty procedure, there was allegedly a twenty-two millimeter balloon catheter in the carton instead of twenty-four millimeter balloon catheter. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that during preparation of valvuloplasty procedure, there was allegedly twenty-two millimeter balloon catheter in the carton instead of twenty-four millimeter balloon catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.